Event description:
Clinical trial. It was reported that 4 days post index procedure, the patient experienced a stent thrombosis (st) and a dissection. The index procedure treated a protected left main coronary artery (lmca). This was a bifurcated lesion, was 3 mm wide, and 5 mm long. There was 99% stenosis and moderate calcification. The physician predilated the lesion prior to placing a 3 x 16 mm taxus liberte stent, along with a coroflex blue bare metal stent 3 x 16 mm stent. The 2 stents overlapped. The patient received an unspecified gpiib/iiia inhibitor. Residual stenosis post dilatation was 0% and the patient was discharged one day later on aspirin and plavix. Three days later, the patient experienced the st in the lmca. Angiography confirmed the st and also a dissection. Further information has been requested. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8107377 found that the device met its material, assembly and product specifications, at the time of release to distribution. All relevant personnel have been notified of this complaint. No further corrective action is planned at this time. We will, however, continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality.